Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation the device failed test steps indicating a failure of the primary alarm and the buzzer alarm. The device's display board and buzzer assembly were replaced to address the issues. Additionally, a noise was heard coming from the speaker and the speaker assembly was replaced to address the issue. The device's air inlet foam filter and particulate filter were replaced per preventive maintenance protocol. The device was cleaned and tested and passed all final testing.